Manufacturer narrative:
(B)(4). The customer was hospitalized for alleged diabetic ketoacidosis high blood glucose on (B)(6) 2021. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. The following were noted during visual inspection: scratched case, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay, and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the functional testing. Unable to confirm alleged diabetic ketoacidosis high blood glucose. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the customer was hospitalized on (B)(6) 2021 due to diabetic ketoacidosis. It was reported that the customer was treated with insulin drip. It was reported that there wer symptoms reported such as abdominal pain, thirsty and dizzy. No harm requiring medical intervention was reported. The customer discontinued the use of device.